Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. During the procedure, the opticross¿ imaging catheter was able to cross the lesion without issue on the first attempt. However, the alleged device was unable to cross the lesion after pre-dilatation was performed using a balloon catheter. Furthermore, it was found out that the coating of the opticross¿ imaging catheter was peeled off. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a kink was observed in the telescope assembly from femoral marker to the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. During the procedure, the opticross¿ imaging catheter was able to cross the lesion without issue on the first attempt. However, the alleged device was unable to cross the lesion after pre-dilatation was performed using a balloon catheter. Furthermore, it was found out that the coating of the opticross¿ imaging catheter was peeled off. The procedure was completed with a different device. No patient complications were reported.